Manufacturer narrative:
Investigation summary: catalog number: 367988. Batch number: 1006143. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As no customer samples or photos were received the scope of this investigation is limited. No root cause from manufacturing was identified as a contributor as there were no photos or samples provided. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Bd makes no claims on expired product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found used after the expiration date. The following has been provided by the initial reporter: it was reported that tubes were used past the expiration date.

Manufacturer narrative:
Investigation summary: catalog number: 367988. Batch number: 1006143. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. As no customer samples or photos were received the scope of this investigation is limited. No root cause from manufacturing was identified as a contributor as there were no photos or samples provided. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Bd makes no claims on expired product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found used after the expiration date. The following has been provided by the initial reporter: it was reported that tubes were used past the expiration date.